Event description:
It was reported that a pt underwent a large congenital nevus removal on the right mid back on (B) (6) 2009. On (B) (6) 2009, the pt returned for suture removal. The steri-strips were still intact. The lateral one third of the incision was well approximated. The medial two thirds appeared to have undergone a dehiscence. The pt denied any trauma to the area or of doing any kind of exercising or weight lifting. She did report that she carried her backpack on that side. The surgeon opines that the lifting of a backpack full of books may have caused the event. The dehiscence was allowed to heal by secondary intention. The doctor prescribed keflex and biafine gel to accommodate the healing process. The pt was seen on (B) (6) 2009 and (B) (6) 2009 and at that time the surgeon noted the pt was healing slowly. When the pt returned on (B) (6) 2009, it was noted that the wound was completely healed.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.